Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 280 mg/dl and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have tubing clamp for the high pressure test. The customer stated that her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. However, the insulin pump passed the occlusion, excessive no delivery and displacement tests.